Manufacturer narrative:
(B)(4).

Event description:
The user received questionable phenytoin results for one patient sample from the cobas c501 serial number (B)(4). The original result from cobas c501 serial number (B)(4) was 6.6 ug/ml. The first aliquot from the sample was sent to a reference lab for testing on an olympus instrument. The result was 16.5 ug/ml on (B)(6) 2011, the laboratory sent a second aliquot to the reference laboratory and the result was 17.6 ug/ml. The user requested the first aliquot be returned from the reference lab. On (B)(6) 2011, the user tested the first aliquot on cobas c501 serial number (B)(4) and recovered 8.0 ug/ml. On (B)(6) 2011, the user sent a third aliquot to a different reference laboratory to be tested on an "axim instrument". The result was 19.2 ug/ml. The original result was reported outside the laboratory. The patient was not adversely affected. The user declined a service visit and stated she felt this issue was specific to the patient sample and not to the instrument.